Event description:
Once the blunt tip laparoscopic sealer/divider was clamped in the patient's abdomen, the surgeon was not able to unclamp the device. The jaws were pried open and the ligasure was removed from the field.

Event description:
Once the blunt tip laparoscopic sealer/divider was clamped in the patient's abdomen, the surgeon was not able to unclamp the device. The jaws were pried open and the ligasure was removed from the field.